Manufacturer narrative:
The customer reported that a power surge occurred and caused the ups to go down and therefore the cns (central network station) was not able to reset. The device was down for approximately 20 minutes. The bme was able to bypass the ups and get the system back up and running. An exchange ups was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that a power surge occurred and caused the ups to go down and therefore the cns (central network station) was not able to reset. The device was down for approximately 20 minutes. The bme was able to bypass the ups and get the system back up and running.